Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect - clinical code (e): 4581: residual astigmatism. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an exchanged implantable collamer lens (icl) implantation procedure, the patient experienced residual astigmatism. Due to residual astigmatism, a different surgical intervention to correct the residual astigmatism was used. Reportedly, "it was finally decided to replace the crystal without astigmatism and the residual astigmatism degree was corrected by other methods". Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.